Event description:
It was reported that the device's safety latch is malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's safety latch is malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record will be closed as a duplicate of another complaint, as this complaint was opened in error.